Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the stylet became stuck in the lead lumen and there was difficulty in moving it backwards. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted the stylet was not returned. Using a stylet sample to test, it could pass through the lead coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.